Event description:
It has been reported that the occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated the balloon to occlude the vessel. The physician inserted the stent delivery catheter and placed the stent. The physician looked on the flouroscope that the occlusion balloon was deflating. The physician decided to continue the case without occlusing. The pt is reported to be fine. The device was discarded by the facility.